Event description:
Sometime during pt use, the device indicated a low battery condition. One of the attending paramedics picked up the device, apparently in an attempt to replace the battery. Reportedly, it is believed the paramedic accidentally pressed the device front panel charge and shock switches, causing the device to charge and discharge an unspecified amount of defibrillator energy to a firefighter who was in proximity. The firefighter claimed to be unaffected and remained at the scene. The reporter stated the firefighter has subsequently made no claims of injury resulting from the report. The code was continued without adverse effect to the pt treatment.